Event description:
Found multiple occurrences of this problem. Device is used to treat hyperbilirubinemia. Output of device decrease to half output after 2 years of use. At 40uw/cm2/nm to 15uw/cm2/nm. Found that lite pipe is cloudy and/or obstructed at the equipment end. Light pipe needs to be replaced every 2 years to get maximum output. Bulbs also need to be replaced approximately once per year to maintain specified output.